Manufacturer narrative:
(B)(4). The event occurred (B)(6).

Event description:
The patient received questionable results from coaguchek inrange meter serial number (B)(4). The initial result was 5.0 inr. The second result was 3.5 inr. The specific times of testing were not provided but it was stated that the two results were obtained within 15 minutes of each other. There was no allegation of an adverse event. The patient's therapeutic range was 2.5-3.0 inr. The patient stated that they have been on the same medication, with a dosage provided of 1 -1.5 tablet, and their inr results are always 2.3 to 2.6 inr. The patient's product was requested to be returned for further investigation. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Master lot and retention meter. Marcumar 3: 2.7 inr, marcumar 4: 3.0 inr. Retention strips and customer meter . Marcumar 3: 2.7 inr, marcumar 4: 3.0 inr. The maximum difference between measurements with the same blood sample was 0%. Returned customer material and retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.